Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 53 previously reported events are included in this follow-up record. Product return status 42 devices were received. 8 devices were not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status 25 reported events were confirmed. 17 reported events were not confirmed. Evaluation results 7 devices were found to be affected by internal corrosion. 34 devices were found to be affected by broken down lubrication. 1 device was found to be affected by damaged bearings.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 53 events were reported for this quarter. Product return status: 37 devices were received. 8 devices were not available for evaluation. 8 device investigation type has not yet been determined. Event confirmation status: 22 reported events were confirmed; the cause was traced to component failure. 15 reported events were not confirmed. 8 evaluations are still in progress. Evaluation results: 4 devices were found to be affected by corrosion. 32 devices were found to be affected by compromised lubrication. 1 device was found to be affected by damaged bearings. Additional information: 53 devices were not labeled for single-use. 53 devices were not reprocessed and reused.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 53 previously reported events are included in this follow-up record. Product return status 42 devices were received. 9 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 25 reported events were confirmed. 17 reported events were not confirmed. Evaluation results 7 devices were found to be affected by corrosion. 34 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a damaged bearing.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 53 previously reported events are included in this follow-up record. Product return status 42 devices were received. 11 devices were not available for evaluation. Event confirmation status 25 reported events were confirmed. 17 reported events were not confirmed. Evaluation results 7 devices were found to be affected by corrosion. 34 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a damaged bearing.